Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with external devices following a procedure where the ipg was not placed into surgery mode. The ipg was recovered. However therapy was unable to be started. Surgical intervention may be taken in the future to resolve the issue.